Event description:
The hcp reported that the pt had experienced difficulty achieving satisfactory hypertonicity management for nearly a year. If the dose was too low, the pt experienced not enough tone control. With a dose increase, the pt experienced urinary retention. The hcp experimented with complex continuous and later, high dose boluses with the thought that the boluses could provide the needed tone relief, but then as her intrathecal dose distribution "dropped", she could then empty her bladder. This dosing schedule worked for nearly four years without complication, maintaining satisfactory tone control and bladder control without further adjustment. The pt recently presented to clinic with feeling her "pump was alarming." Interrogation of the pump failed to show low battery alarm; the pump reservoir residual volume was showing the expected volume. Given the age of the pump, it was felt that this was probably an "early" low-battery alarm, and that its absence at the time of clinical examination was merely a temporary issue, with a "sustained" low-battery alarm expected soon. The neurosurgeon was consulted and a new pump implant date was scheduled for approx 2 weeks later.